Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During preparation, the anchor balloon was found to have a slow leak. The physician got a second kit and continued. During the procedure, the physician noted fluid coming out of the catheter. He discovered that the anchoring balloon was leaking on this kit as well. The physician completed the procedure with a third of the same device with no pt complications and the pt is fine. Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2009-03678 for a description of the first device.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.